Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on, at 6pm on (B)(6) 2018. The patient manages his diabetes with novolog insulin which he self-adjusts. He reported that at 8pm on (B)(6) 2018, he obtained a blood glucose result of over 600 mg/dl on his son-in-law¿s meter. He stated that he administered 30 units of novolog, followed 30 minutes later by a further 20 units, and two hours later by another 10 units. He indicated that at 6am on (B)(6) 2018, he developed symptoms of ¿headache, irritability, frequent urination and dehydration¿. He stated that at 3pm on (B)(6) 2018, he had a doctor's office visit where he received ¿IV fluids¿ from the doctor. He indicated that at 9pm on (B)(6) 2018 and 8am on (B)(6) 2018, blood glucose results of 177 and 100 mg/dl were obtained on another (unspecified) device. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using correct onetouch ultra test strips and the correct alkaline battery in the meter; however, the meter would not turn on when a new test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Headache, irritability, frequent urination and dehydration requiring medical intervention, after the alleged product issue began.